Event description:
The following investigational report was provided by md, executive director, worldwide medical affairs, advanced tissue sciences, inc.: "dr succeeded in talking today with the surgeon who was actually treating the pt. Surgeon left on vacation the day before the pt's death and returned to learn of it. The head of the burn unit, had not actually seen the pt in the four or so days leading up to the boy's death. It was the head of the burn unit that gave the cause of death as e. Coli sepsis that was reported to co by co's distributor, s & n. The surgeon who had actually attended the pt, done all the surgeries, and saw the pt on the day prior to death, supplied the following info: this pt was admitted to the hosp on 12/6/1999 with a 60-70% bsa burn, mostly full thickness. The burns were apparently quite severe with both arms, chest, abdomen, and both thighs involved. Grafting was started on 12/9 and 3 cassettes of transcyte (lot 106362) were applied to the chest, abdomen, and one thigh. The transcyte performed as expected and autografting was done in stages over several weeks, as is usual. Approx 2 weeks prior to death, there was one small area under transcyte that grew pseudomonas, but this was a minor problem and had no relationship to the pt's death. They had been culturing blood and urine from the pt all along because infections are so common in burn pts and the samples had grown bacteria (not pseudomonas) on a couple of occasions and therefore pt had been treated with antibiotics. Blood and urine cultures 3 days and 2 days prior to death showed no growth of bacteria. Two days prior to death, the pt was operated upon by surgeon who removed the remaining transcyte and completed closure of the wounds by autografting. Surgeon saw the pt on the day before his death. At that time there was no evidence of sepsis but there was thrombosis in the left iliac and femoral veins. A clot dissolving drug was prescribed-fragmin (dalteparin, low molecular weight heparin). At 11 pm on 12/31/1999, the pt began to have respiratory distress which was followed by cardiac arrest. Despite the immediate care of physicians and transfer to the ICU, the pt died on 1/1/2000. The family refused autopsy. Surgeon's opinion, as the treating physician, is that the death was due to pulmonary embolism. Surgeon does not believe transcyte was in any way related to the death. Dr agrees with surgeon's opinion. First, the negative blood and urine cultures in the days prior to death make it unlikely that sepsis was the cause of death. The clinical picture (deep venous thrombosis in the leg, followed by respiratory distress and cardiac arrest) is consistent with pulmonary embolism. The evidence is that transcyte performed its function as expected. Even if the etiology of death was e. Coli sepeis, the new info that the transcyte was removed and the wounds covered with autograft 2 days before the death makes the possibility of a relationship to transcyte even more remote than before."

Event description:
This pt was admitted to the hosp on dec 6, 1999 with a 40% bsa burn, mostly full thickness except for the face which was mid-dermal. The burns were apparently quite severe with both arms, chest, abdomen, and both thighs charred. Grafting was started on dec 9 and 3 cassettes of transcyte (lot 106362) were applied to the chest, abdomen and one thigh. The pt died on jan 1, 2000 of cardiogenic shock and e. Coli sepsis. It was noted that the pt was incontinent of feces which is the likely source of the e. Coil sepsis. The coroner listed the cause of death as sepsis following burn injury. No autopsy was performed at the parents' request. The head of the burn unit indicated that transcyte was not involved in the incident in any way. This incident would be classified as "serious" since it involved a death. Md with advanced tissue sciences' executive director, worldwide medical affairs, investigated this incident and concurs with the surgeon's opinion that it was not related to transcyte.